Manufacturer narrative:
Additional information received reported the patient is a female with date of birth (B)(6). Also, the surgery was performed by a dr. (B)(6), the operative eye was the left eye (os), and their was no incision enlargement or vitrectomy performed. There was also no capsular tear when removing the lens. In the supplemental MDR, the following has been updated accordingly. Age/date of birth: (B)(6). Gender/sex: female. Initial reporter name: dr. (B)(6). Health professional: yes. Occupation: physician. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 07/28/2017. Device returned to manufacturer?: yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a model zxt225 20.5 diopter intraocular lens was explanted due to the patient not being happy with the outcome. The lens was replaced with the same model, a 21.0 higher diopter lens. No further information provided.